Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown, h3: device has not been returned to manufacturer.

Event description:
It was reported that the pump failed the delivery volume test. No patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed scratches to the lens and a worn dso. The tamper seal was broken. There was no evidence to review in the device's event history log. An accuracy test was performed and the reported issue was not duplicated. The pump was found to be within manufacturing specifications. It was determined that the most probable cause was due to the customer¿s test method. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. D9: device returned 8jan2024.